Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination revealed tip damage. The tip of the device was detached from the lumen with a jagged edge. The tip was damaged at both the distal and proximal ends with a severe kink close to the distal end. The lumen was damaged at the point where the tip detached from the device. The hypotube was kinked along it's entire length. Contrast media was present within the entire length of the inflation lumen, therefore indicating that the device was prepped for use. The balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, tip detachment was noted. The 60% stenosed target lesion was located in the proximal left circumflex (lcx). A 24x3.0mm taxus element stent delivery system (sds) was removed from the packaging. Before loading the sds on the guidewire, it was noted that the tip of the balloon catheter was broken off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, tip detachment was noted. The 60% stenosed target lesion was located in the proximal left circumflex (lcx). A 24x3.0mm taxus element stent delivery system (sds) was removed from the packaging. Before loading the sds on the guidewire, it was noted that the tip of the balloon catheter was broken off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.